Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet became stuck and failed to advance through the lead. As a result, the lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.